Manufacturer narrative:
Device evaluated by manufacturer: there was blood in the balloon and inflation lumen. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 3.5 mm from the distal edge of the proximal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a balloon rupture occurred. The procedure treated the 90% stenosed target lesion located in the severely calcified and moderately tortuous proximal left circumflex artery. A 3.25x15mm nc quantum apex balloon was advanced to pre-dilate the lesion. However, upon inflation the balloon ruptured. The procedure was completed with another device. No patient complications occurred and the patient status is good.

Event description:
It was reported that during a stenting treatment procedure, a balloon rupture occurred. The procedure treated the 90% stenosed target lesion located in the severely calcified and moderately tortuous proximal left circumflex artery. A 3.25 x 15 mm nc quantum apex balloon was advanced to pre-dilate the lesion. However, upon inflation the balloon ruptured. The procedure was completed with another device. No patient complications occurred and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).